Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds and it could not be determined if the lead was capturing. The high thresholds were later associated to the premature battery depletion of the patient's cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced while the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.